Manufacturer narrative:
Investigation findings: an evaluation of the device did not confirm the reported problem. During testing of this handpiece, it operated to specification. Further evaluation did find the safety slide stiff/sticky related to dry o-rings. Conmed linvatec will continue to monitor this product for failures. The customer did not return the concomitant cable used at the time of this event. Conmed linvatec contacted the customer to request return of the cable.

Event description:
It was reported that this handpiece ran on its own while laying in the surgical field, wrapping the surgical drape up in the drill bit and tearing a hole in the sterile drape. There was no report of injury related to this event. A backup device was obtained to complete the surgery with only a minimal surgical delay.